Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w version: 4.11j. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.